Event description:
The patient's settings were restored at a later clinic visit. No additional relevant information has been received to date.

Event description:
A nurse reported observing a burst watchdog timeout warning message after interrogating a patient's device with two programming systems., indicating that the device had become disabled and was no longer supplying stimulation. The company representative reported that the magnet mode output current may have been programmed lower than the autostimulation output current. Programming history was reviewed for the patient's device. The magnet mode and autostimulation output currents were programmed to the same value 9 months before the warning message was observed, making the device susceptible to the burst watchdog timeout. The device had become disabled at the next observed clinic visit. No additional relevant information has been received to date.